Event description:
Reporter reported the following incident: a patient with end stage renal disease, experienced unusual event during a regular hemodialysis treatment. Approximately 2 hours and 16 minutes into the therapy, ¿air detected¿ alarm occurred, the blood pump stopped and the venous clamp clamped. A visual inspection of the extracorporeal circuit confirmed air bubbles in the venous drip chamber, and a lower blood level. The patient reported a pain in the left shoulder irradiating in the neck. As the patient started coughing he was immediately placed in left trendelenburg and 3l/min oxygen was administered via nasal canula. The nephrologists ordered termination of the treatment and performed EKG test. The results fro the EKG-test indicated abnormalities in v4, v5 and v6. It was described as a premature ventricular contractions (pvc¿s). It also reported that the patient did not loose consciousness and was hemodynamically stable, no cyanosis appeared. At 19:35, the patient was transferred to ER with significantly alleviated symptoms and discharged from the hospital on the next day.medical history; cardio-vascular disease, open heart surgery

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA march 19, 2007. The instrument was inspected by baxter field service representative in columbia after the incident. It was indicated that the device passed the test and was found within specification. Device was placed back into service, however in 2007, similar problem occurred with this instrument. After that, the field service engineer replaced and calibrated the air detector, the instrument was found within specification and placed into service. Baxter is monitoring issues like this. An investigation still pending. If significant information is discovered a follow up report will be submitted.